Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states vantive healthcare - (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of the homechoice cassette disconnected which resulted in a leak. This occurred during fill one of four of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.